Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded. Based on the description of the event, the blood that was found inside the catheter's lumen likely inhibited balloon visualization. (B)(4).

Event description:
It was reported the balloon could not be visualized during procedure. The physician withdrew the catheter from the patient and blood was found inside the catheter's lumen. At the same time, the aneurysm ruptured and the physician implanted 5 coils to stop the bleed. The patient was reported expired the next day and physician does not think that the balloon was the cause of the event.